Event description:
Tip of harmonic broke while in use. All parts retrieved, new one opened. Surgeon was utilizing harmonic around the koh uterine manipulator which is metal that may have impacted the integrity of the harmonic. Manufacturer response for harmonic ace shears, (B)(4) (per site reporter) waiting for response.